Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Not in manufacturing mode. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No delivery anomaly or motor error alarm noted during testing. Unit functioned properly. Motor was tested outside the device and passed. Unit was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose of 400 mg/dl. Patient's current blood glucose: 313 mg/dl. Customer had a broken hip had hip surgery and that was on the (B)(6) and blood sugars have been erratic. Customer reported that from hospital after her hip surgery was transferred to a rehab center and was transferred back to hospital due to high blood sugars. The customer was treated with insulin pump. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. The customer was wearing the insulin pump during the hospitalization. Customer is not calling back to perform an high pressure test. Customer reports pump was worn during a medical procedure/test around an magnetic resonance imaging. Details of the exposure: cat scan and x-ray. The insulin pump will be returned for analysis.